Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an event where three (3) pc units and eight (8) channels allegedly "did not work" (failure mode unspecified). The patient reportedly had a "cardiac arrest" recently and was being "stabilized" at the time the devices "failed." Due to the event, the clinical nurse specialist (cns) reportedly had to "push" epinephrine intravenously. This was reported to bd representatives during site visit. No further information was provided. Although requested, the customer did not provide any additional information and no product has been returned for investigation.